Manufacturer narrative:
Although a temporal relationship exists between ccpd therapy with the liberty cycler and the reported omentopexy surgery, pd catheter repositioning and the umbilical hernia repair. There is no documentation in the complaint file supporting a causal relationship between the liberty cycler and the event involving the catheter as it is not a fresenius product. However, there is a probable association between the event of umbilical hernia and the increase of intra-abdominal pressure that occurs during the normal course of pd therapy. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported during routine follow up on an unrelated customer experience that the peritoneal dialysis patient had omentopexy surgery on (B)(6) 2018 and that the patient also had a peritoneal dialysis catheter repositioned and hernia repair. Patient was discharged from the hospital on (B)(6) 2018. Additional information was solicited and received. It was reported in received patient medical records that this (B)(6), female, end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis [cc (pd)] therapy for about 5 years was hospitalized on (B)(6) 2018 for omentopexy surgery due to the omentum wrapping the pd catheter and rendering it nonfunctional. During the surgery the patients¿ pd catheter was repositioned and the patient had repair of a quarter size incarcerated umbilical hernia in the following fashion (per intraoperative note): ¿the incarcerated ventral hernia at the umbilicus that was containing omentum and in order to get the omentum pulled up in the upper abdomen, I reduced the hernia and then primarily repaired with suture.¿ per the pd registered nurse (rn) the umbilical hernia developed after the start of pd therapy 5 years ago. However, documentation in the mr state the umbilical hernia was first noted in the nurses¿ notes from (B)(6) 2016. The hernia did not interrupt the patients¿ pd therapy and the patient was quite comfortable performing dialysis. The patient reported the umbilical hernia was reducible. The patient was discharged on (B)(6) 2018.